Manufacturer narrative:
Related fa codes were updated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) in order to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported problem was replicated. However, the reported problem could not be confirmed in system logs. Visual inspection revealed no abnormalities related to the reported event. During system testing, the unit did not energize the bipolar port but successfully recognized the instruments. The complaint was replicated based on failure analysis. The probable root cause may be attributed to electrical issues within the iesu generator, which resulted in the bipolar port failing to energize.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. Representative reported to technical service engineer (tse) that the customer stated the generator grounding pad icon was red and would not turn green. Tse viewed system logs and didn't see any related errors in the logs. The representative stated they moved the grounding pad to their backup 3rd part generator and it was working. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported basic troubleshooting was performed and there was no defect in the neutral pad. Th customer tried unplugging/plugging back in, no faults besides the red light on the vision side cart (vsc) displaying no connection to neutral pad, and when plugged into the backup covidian force triad it worked well, displayed a green light symbolizing connection and case was completed.